Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached; the fiber tip flashed and blew off at 36,740 joules. Per the customer, the fiber cap was retrieved. No pt injury was reported.